Event description:
Additional information was received that several troubleshooting steps were taken when high impedance was observed during surgery such as electrode nerve irrigation, multiple pin insertion attempts, and testing generator with test resistor. High impedance was observed on diagnostic test after each troubleshooting step. Both system diagnostics and generator diagnostics were run with the test resistor and high impedance was observed both times. High impedance was repeatedly observed after several system diagnostics performed after the lead was inserted all the way in and with the setscrew tightened completely. The sound that comes when the screw is tightened all the way was heard. The physician also confirmed to inserting the pin all the way in. The generator was then replaced with a new one and diagnostics with the new generator showed normal impedance. Additional attempts were made for product return of the explanted generator but the explant facility mentioned that they do not have the device and that they would look for it. A review of device history records for the generator shows that no unresolved non-conformances were found.

Manufacturer narrative:
The user facility medwatch report received was identified to be related to the event previously reported within this manufacturer report which reported the events and device information previously. The device code listed, is addressed in device labeling. Possible causes of high impedance are addressed throughout the physician's manual.

Event description:
A user facility medwatch report (uf/lmporter report # (B)(4)) was received stating that the device did not function as it could not be programmed. The device was reported to have been taken by the company representative. However the was not received by the manufacturer. Further attempts for product return were made and the company representative was able to retrieve the device from the explant hospital. Product return is expected but has not been received to date.

Event description:
The suspect generator was received for analysis on 1/4/2016. The reported allegation of "high impedance" was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area passed. A bench lead was successfully inserted into the header, past the negative connector block (lab conditions). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.064 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that high impedance (>10,000 ohms) was received for a newly implanted generator and lead. Multiple attempts to insert lead pin into generators were attempted along with generator diagnostics and other troubleshooting but the high impedance did not resolve. The explant facility reported that they discard the devices and do not return them.

Manufacturer narrative:
(B)(4).